Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen via an implantable pump. The indication for use of the pump was intractable spasticity. The concomitant medications the patient was taking were ketorolac and tramadol. It was reported that the patient developed an abscess around the pump and altered mental status. The pump was being decreased, and the hcp planned to refer the patient for explant due to the abscess. It was noted that the patient had a lumbar spine MRI on (B)(6) 2016, and there was no patient injury. The pump was removed on (B)(6) 2016. The cause of the abscess, event date, and drug information (concentration, dose, frequency, lot number, therapy dates, and relevant medical history) were not reported.